Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided images of the instrument housing did not reveal any obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, left/right orientation incorrect on the force bipolar instrument forceps. The issue was noticed when instrument was first installed at the start of a mitral valve repair procedure. Surgeon reported moving their hand left but the instrument moved right. The surgeon abruptly directed the instrument be removed immediately, not allowing time for a detailed assessment. The procedure was completed as planned with no reported injury using a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer. It was difficult to determine if the movements of the surgeon scaled appropriately to the instrument since the instrument was quickly removed. There was no tissue damage or unexpected bleeding due to reversed motion, nor was there shakiness or friction observed during the procedure. No interference was reported between instruments or system arms, and no external collisions occurred. The device was inspected prior to use and showed no damage or abnormalities.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged pitch cable at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This cause the instrument to not move properly. Additional observation related to customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log review does not shows any engagement failures. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing.

Event description:
Refer to h11 for follow-up information.